Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, lower case, and ring cover are broken. One bail cover, one bail, and battery drawer o-ring are missing. Battery contacts are compressed and the keyboard is scratched.

Event description:
It was reported the ventricle output is producing an error code on analyzer. The device was returned for repair. There was no patient involvement indicated.

Event description:
It was reported the ventricle output is producing an error code on analyzer. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.